Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The lesion being treated was located in the non tortuous, non calcified 70% stenosed left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5 x 12 mm balloon. The physician deployed a express2 monorail 3.5 x 16 mm stent and inflated to 16 atms for 20 seconds. Upon withdrawal the balloon stuck to the stent. After several inflation and deflation maneuvers the balloon released and was removed intact. No pt injuries or complications were reported.